Event description:
Plastic bag on endopouch broke while in use on laparoscopic appendectomy (lap appy). The surgeon was using the bag and they removed a piece of the bag that was remaining in the patient via a trocar hole.